Manufacturer narrative:
Date of submission 23-may-2018 the device has been returned and evaluated by product analysis on 15-may-2018 with the following findings: a review of the black box and prime history showed no primes. A prime was performed for testing purposes and was accurately recorded in the prime history with the correct time and date. The pump prime history was found to be recording properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged primes were not being recorded properly by the pump history. This issue is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.